Manufacturer narrative:
Concomitant medical devices: ID addr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had high thresholds with no capture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.